Event description:
It was reported that the customer experienced intermittent occlusion alarms. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered and a correction bolus was delivered to address bg. The customer performed a supply change and resumed insulin therapy.